Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left side mass on implant, bubble, rash, itching and bilateral capsular contractures baker grades IV."

Event description:
Healthcare professional reported a left side capsular contractures, baker grades IV. The healthcare professional reported additional "mass on implant"," bubble", "rash" and "itching". Device remains implanted.